Event description:
It was reported that pump declared altitude alarm and insulin delivery was suspended. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned speaker holes, removed and reconnected cartridge, and then loaded new cartridge, but altitude alarm recurred and insulin could not be resumed, so technical support arranged replacement pump and cartridge, confirmed shipping details, instructed customer to put pump into storage mode and return it within 10 days, and advised customer to program pump settings, connect continuous glucose monitor to replacement pump, and use backup insulin pump to maintain insulin delivery.